Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had air bubbles in the line, and purged them, but then saw air bubbles in the reservoir. The blood glucose reading was 369 mg/dl. The insulin pump had not been rewound with the reservoir in place. The air bubbles were large. The insulin was not stored at room temperature and the customer was advised to let the insulin reach room temperature before use, to avoid air bubbles.